Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 46 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.